Event description:
Report received of a cassette alarm. The tubing set was returned to the materials management department with an unsigned note that stated, "pump is alarming cassette failure." Additionally, the note indicated that the tubing was changed for a new set and the infusion was resumed without incident. No specific patient information, or pump programming details were available. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.